Event description:
A female pt, undergoing thyroidectomy, experienced removal of skin on neck and upper torso when utility drapes were removed, at the end of the procedure. Stated pt has sensitive skin, but no known tape allergies. Initially treated with neosporin ointment and observed. Approx 5 wks later source reported that pt alleges scarring.